Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl. A correction bolus was delivered to address bg. The infusion set site was changed. Customer was admitted to the hospital and insulin injections were administered. Elevated bg was resolved with no permanent injury. At the time of the report, customer had not yet been released from the hospital. Customer did not know cause of elevated bg. Pump system check with tandem technical support (cts) found the pump to be functioning properly. Customer reported no issues with previous infusion set site. Recommendation was made for the customer to discuss event with a healthcare provider. Customer declined further follow up from cts.